Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the device had an issue with the loading or firing of the clips. Clip(s) were not able to load properly into the jaws. It was reported that the jaw was misshapen and did not hold the clip. Clip(s) fell into patient and was retrieved by using a grasper. Another device was used to complete the procedure. There was no patient injury.